Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. (B)(4). It was reported that the patient's leads migrated (confirmed on x ray). Reportedly, patient had unrelated medical issues and needed an MRI. As a result, the system was explanted (estimated explant date: (B)(6) 2017).

Event description:
Device 1 of 2: reference MFR report #3008829311-2018-00070. Additional information received that the drg leads were located at lumbar level 5 and sacral level 1 following migration.